Manufacturer narrative:
Results: a review of the manufacturing records for the device is currently in progress.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use states, adverse events that may occur and / or require intervention include but are not limited to embolization and surgical conversion.

Event description:
On (B)(6) 2015, a patient presented emergently with a thrombosed abdominal aorta. After considering options, and understanding this indication was outside of the instructions for use, it was decided to treat the patient with gore® excluder® aaa endoprostheses. Following implantation of the devices the patient had an embolic event involving the left renal artery and superior mesenteric artery (sma). A conversion to open repair was carried out to revascularize the renal artery and the sma. The gore® excluder® aaa endoprostheses were left in place and an aortic bifemoral bypass procedure was carried out. The patient did well following the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device is currently in progress.